Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One opened balanced phaco tip sample was returned for evaluation. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip aspiration bypass (ab) hole is completely clogged with surgical material. White crystalline material consistent with surgical material has also completely closed the inside diameter at the distal end of the tip. Further evaluation indicates the occlusion is present from the distal tip back through both of the bend regions for the balanced tip. There is thread and flange wear from the tip being used. A functional flow test was performed through the inside diameter of the sample to check for any obstructions. The test was considered nonconforming with no flow through the tip. The evaluation does confirm the phaco tip cannula is occluded. How the phaco tip became occluded cannot be determined from the evaluation, but this particular phaco tip was extremely occluded with surgical material. The mostly likely reason for an occluded phaco tip is from improper settings or from the reuse of a phaco tip. No specific action with regard to this complaint was taken because the exact reason for the complaint issue cannot be determined. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported experiencing constant occlusion upon starting phacoemulsification; this was the same issue for two procedures. The issue was resolved through tip replacement both times. There was no patient harm.